Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or the presence of pre-existing patient conditions. In this case, the pvl was most likely due to sub-optimal positioning, as the valve was reported to have been implanted too deep. Optimal placement of the bioprosthesis, per the instructions for use (IFU), would be approximately 4 mm to 6 mm below the annulus so the shirt is within the aortic annulus. Inaccurate delivery/positioning difficulties are often influenced by patient anatomy and user technique. In this case a root cause of the low positioning, could not be determined from the limited available information. The issue was resolved through the implant of a second valve, which reduced the pvl to trace to mild. A trace/mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too deep. Moderate central aortic insufficiency and moderate paravalvular leak (pvl) were noted. A second transcatheter bioprosthetic valve was successfully implanted, valve-in-valve, resolving the central aortic insufficiency and reducing the pvl to trace to mild. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.